Manufacturer narrative:
Cracked reservoir tube lip, severely scratched display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/compromised force sensor system alarm tests due to faulty force sensor resistor. All buttons function properly. No button error alarms noted. However moisture damage noted on keypad traces.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was over 300 mg/dl. Customer treated her high blood glucose with insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.